Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an unknown procedure, the needle fell out of the device while the user was suturing. There was also difficulty loading and unloading the needle. There was no patient injury or hazard. No adverse events have been reported.